Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer was reported other blood glucose value such as in the range of 300 mg/dl to 400 mg/dl. The customer was reported that the insulin pump was suspended. The customer was assisted with troubleshooting. The customer was assisted with uploading carelink to insulin pump using the control codes. The insulin pump will not be returned for analysis.